Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rapture occurred. A 15/3.00 flextome¿ cutting balloon¿ was selected for use to pre dilate a calcified lesion in the anterior descending artery. After the guide wire passed through the artery, the device was then advanced without difficulties up to 1/3 average of the lesion. Then, pre dilatation was performed and it was noted that the balloon ruptured at 6atm. The procedure was completed with another of the same device. No patient complications reported and patient's condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination was performed on the returned flextome cb monorail device. The balloon was observed to be unfolded which indicates that the balloon had been subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied and liquid was observed to be escaping from a pinhole leak which was situated at the distal edge of the proximal markerband. The rated burst pressure of this flextome cb monorail device is 12 atm (atmospheres). A visual and microscopic examination of the tip and markerbands identified no issues which could have potentially contributed to this complaint. All blades were present and fully bonded to the balloon surface. The hypotube was kinked 50 mm distal from the strain relief. No other issues were identified during device analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rapture occurred. A 15/3.00 flextome¿ cutting balloon¿ was selected for use to pre dilate a calcified lesion in the anterior descending artery. After the guide wire passed through the artery, the device was then advanced without difficulties up to 1/3 average of the lesion. Then, pre dilatation was performed and it was noted that the balloon ruptured at 6atm. The procedure was completed with another of the same device. No patient complications reported and patient's condition was stable.